Event description:
It was reported that this right ventricular (rv) lead caused a ventricular perforation. The patient presented symptoms of pain, so a surgical intervention was performed but at this time, there are no specific details regarding the type of procedure needed to solve the adverse event. No additional adverse patient effects were reported. The product is not available for return.